Manufacturer narrative:
Follow-up information received on 10-may-2016: the questionnaire device breakage with essure was provided. Patient´s details were provided. On (B)(6) 2016, essure was inserted. During placement, the breakage at catheter was diagnosed. Delivery catheter broke in the green release catheter. The device did not retract appropriately and did not release when the release button was pushed. All the broken pieces were retrieved. There was no patient injury. Patient was recovered. Follow-up received on 19-may-2016: quality safety evaluation: (B)(4). Lot number d13382, manufacturing date 26-sep-2014 and expiration date 28-sep-2017. (B)(4). As of 16-may-2016, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received in the future, a child case will be opened and an investigation will be completed on the returned device. Per complaint as reported first: device did not release from inserter in left tube and second: hcp said it felt like the coil broke and some of the insert is still in the tube. This case not clear, we can say unconfirmed quality defect - but plausible. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU. The micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device malfunction and device difficult to use. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, the essure higher up in the device broke. According to follow up information received (breakage questionnaire), the delivery catheter broke in the green release catheter. The device did not retract appropriately and did not release when the release button was pushed. All the broken pieces were retrieved and the patient recovered. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. Since the device breakage occurred during essure insertion procedure, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)-2016 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2016 with lot number d13382 (expiration date 28-sep-2017) for permanent sterilization. It was reported that device did not release from inserter in left tube, when it was being pulled out. Physician said it felt like the coil broke and some of the insert was still in the tube. Happened on left side, which was the first side attempted. Part of coil in patient was left in place. Physician stopped procedure after this and no attempts were made on right side. Follow-up information received on (B)(6)-2016 via sales representative: it was reported all of the insert was in the fallopian tube and it was not broken. The essure higher up in the device was broken but the coils were not broken. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, the essure higher up in the device broke. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. In the present case, device did not release from inserter in left tube, when it was being pulled out. Physician said it felt like the coil broke and some of the insert was still in the tube. The essure higher up in the device was broken but the coils were not broken. Since the device breakage occurred during essure insertion procedure, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow-up received on 19-may-2016: quality safety evaluation: ptc global number (B)(4). Lot number d13382, manufacturing date 26-sep-2014 and expiration date 28-sep-2017. (B)(4). As of 16-may-2016, the (B)(4) has not received returned product for this case. This case is being processed as if no product will be returned. If product is received in the future, a child case will be opened and an investigation will be completed on the returned device. Per complaint as reported first: device did not release from inserter in left tube and second: hcp said it felt like the coil broke and some of the insert is still in the tube. This case not clear, we can say unconfirmed quality defect - but plausible. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, the essure higher up in the device broke. According to follow up information received (breakage questionnaire), the delivery catheter broke in the green release catheter. The device did not retract appropriately and did not release when the release button was pushed. All the broken pieces were retrieved and the patient recovered. This event, interpreted as device breakage, is non-serious and was considered anticipated upon receipt of the product technical complaint investigation. Since the device breakage occurred during essure insertion procedure, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.